Event description:
The customer reported that the distal tip of the uretero-reno videoscope was rolled up, preventing it from entering the sheath. The tip was also reported to be split and appeared thicker than normal. It is unknown when the reported allegation occurred, and the cause is unknown. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.